Event description:
The customer reported that the monitor reverted automatically to the neonatal profile when monitoring an adult pt without user interaction. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the monitor reverted automatically to the neonatal profile when monitoring an adult pt without user interaction. No pt harm was reported. The neonatal profile was labeled as "---", so may have been difficult to recognize that the profile had changed. With the available info, it is considered that the neonatal defaults are not suitable for the adult pt category, a change to a neonatal default profile could pose a delay in treatment and a health risk, as, for example, the heart rate alarms or spo2 alarm limits and delays could be inappropriate for an adult pt. For example, an adult with a raised heart rate would not necessarily trigger an upper limit heart rate alarm if the settings are those for a neonatal pt. Therefore, in the absence of further info, we will report this issue in abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.